Event description:
It is reported the pt was revised due to dislocation.

Manufacturer narrative:
Surgical notes dated (B)(6) 2012 states the procedure was for recurrent dislocations, post complex revision right tha. The components were described as being well-positioned and well-fixed. The proximal femoral allograft was noted to be somewhat loose compared to previous condition. A constraining liner was used placed, and final reduction was found to be stable without significant impingement within the physiologic range of motion. Surgical notes dated (B)(6) 2014 states the revision was for dislocation from the constrained liner. The device placement was noted to have excellent positioning and alignment. No remarkable info about the explanted constrained liner was provided. Based on the provided info, the most likely cause of the dislocation is from the pt's previous complicated hip arthroplasty and revision procedures. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.